Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had over pressurized during operation. The setting was 10mm/hg, and when it was measured the pressure was 18mm/hg. The overpressure alert light was on, but no alarm sounded. The issue was found during an unknown therapeutic procedure and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): h3 and h6. Device was returned and the customer's allegation was not reproduced. The device evaluation found there is a record that the measured pressure rose to 18mmhg. There was nothing abnormal with the behavior of the uhi-4, and the overpressure itself was not due to an abnormality in the device. Overpressure of 18mmhg occurred for approximately 8 seconds, and the alarm delay was set to 4.5 seconds. After 4.5 seconds has elapsed since the overpressure condition occurred, the warning light will come on and the warning sound will sound once. The warning light will remain on for another 10 seconds without the warning sound sounding, resulting in a 3.5 second period in which the warning light will remain on without the warning sound sounding. Regarding the issue of no warning sound being emitted, it is believed that the initial sound was not recognized, which led to the perception that "the warning light was on, but no warning sound was emitted." Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling review: after reviewing the instruction manual and product labeling, no abnormalities were found that could have led to the phenomenon. Olympus will continue to monitor the field performance of this device.